Event description:
The pt presented with left ventricle failure. Echocardiogram showed only one leaflet was mobile. A leaflet was "stuck" secondary to pannus ingrowth. The valve was explanted and replaced with a carbomedics valve. Additional info has been requested.